Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Treatment of an avm. It was reported that the catheter broke off during onyx injection with approximately 45cm of the distal segment stayed in the patient. The broken segment was successfully retrieved. No patient injury reported. Same event as MDR# 2029214-2011-00080.